Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi) with clotting. An unsuccessful attempt was made to advance a 3.0x28 rx vision stent system due to guide catheter support. The device was removed and an unsuccessfully attempt was made to advance a 3.0x12 rx vision stent system due to guide catheter support. No other intervention was performed and the patient expired in the cath lab. Reportedly, the death is related to unspecified major complications and not as a result of the inability of the stent systems to advance. The cause of death was requested, but not released. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint the multi-link rx vision 3.0x28 stent is being filed under a separate medwatch MFR number. Difficulty advancing the stent delivery system (sds) through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for stent damage and crimped stent profile. The reported patient death is a known adverse event listed in the vision instructions for use. It was reported, the death was related to unspecified major complications and not a result of the difficulties with the guide catheter; however, a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position for this lot. There is no indication of a lot specific product quality deficiency.